Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during patient use in a hospital. According to the report, the device was filled with an unknown drug using a syringe and the baxter recommended filling procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual unit was received at the plant for evaluation. Visual inspection on the unit noted a ruptured bladder. The ruptured bladder was microscopically examined and as a result, a marking was located on the exterior surface of the bladder near the rupture line. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.